Event description:
A report was received that alleges that the disposable inner cannula was being inserted when the ring of the tube came off. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.